Event description:
No apparent pt harm, however, during acl repair, a guide pin was passed and a flip cut was attempted and upon retro reaming, the flip cutter disengaged completely from the stem of the drill. The remainder of the drill was removed and it took considerable effort to remove the remnant distal end of the flip cutter from the bone of the notch. It was able to be removed, but took quite a bit of time. Fluoroscopic pictures were taken to ensure no remaining metal components.